Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of remote transmission for a patient that was deceased revealed some possible under-sensing. The death was thought to have occurred between the (B)(6) 2019. The patient received 8 shocks of 36 j for ventricular fibrillation (vf), none of which converted the rhythm to sinus. There was intermittent under-sensing on the ventricular sense channel causing a false return to sinus after each shock. This prevented the device from ever reaching tier 3 and 4 at 40 j of therapy. Additionally, under-sensing on the discrimination channel caused the arrhythmia to later be classified as ventricular oversensing rather than ventricular fibrillation (vf). There was no allegation by the healthcare provider or patient's family. Therapy was scheduled to be disabled due to the declining health of the patient.